Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: a vyaire field service representative (fsr) evaluated the device onsite and adjusted the driver controller. All work was accomplished per 3100a service manual rev. H. The fsr performed patient circuit calibration and performance check which the unit passed. The vent is operational and meets OEM (original equipment manufacturer) specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the herzt (hz) on the unit is not in specification on the 3100 a device. The vent only goes to about 14.9 on high end. The customer reported there was no patient involvement associated with the reported event.